Event description:
It was reported by the company rep: " a female person was on the carendo shower chair to have her back washed, she was bent forwards with care from the left side. At this moment the client fell to the front of the chair. Client was replaced in her wheelchair with help from her husband." As a result of the fall the pt sustained a fracture to her thigh, knee, and collar bone."

Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the investigation. Imp ref# (B)(4).